Event description:
The customer reported that the system will not take fluoro shots.

Manufacturer narrative:
(B) (4). The ge service rep found fuse f-5 on b116 board with high impediance (>1.2mohm). He repaired connection and verified performance of the system. The system is operating as intended.